Event description:
During withdrawal of the smart control unit after successful deployment in the left iliac artery, the physician experienced resistance during withdrawal. Increasing the force of withdrawal resulted in the guidewire lumen breaking. The distal tip was still attached to the guidewire lumen. The guidewire lumen/tip remained on the wire, and broke at a point where it was hanging outside the pt from the sheath. The segment was easily withdrawn by hand. There was no report of any adverse effects to the pt. The product is available for eval and testing; however, it has not been rec'd to date.